Event description:
An aneurx stent graft system was implanted. It was reported that the aneurysm is 60 mm in diameter. The CT demonstrated that there is a distal stent graft migration of 15mm with a proximal type 1 endoleak present. The aortic neck is measured at 23 mm in diameter below the renal arteries and 24 mm in diameter 15 mm below the renal arteries. It was reported that the patient had presented with a proximal type I endoleak on due to stent graft migration. The cuff had migrated from the proximal aortic neck approximately 2-3cm from the lowest renal artery. The maximum aneurysm measured 6.6 cm in diameter. The physician believes the cause of the event was due to aortic neck dilatation. The aortic neck length was only about 1cm of "seal zone" and was measuring 22mm. Just distal to the 1 cm seal zone, the aortic neck dilated to 26-27mm. The physician implanted two endurant cuffs because of neck angulation and to make sure there was good apposition inside of the aneurx stent graft. The proximal neck was angled anteriorly, and the fluoroscopy unit was in about 45 degrees of cranial-caudal to take out the parallax. The final angiogram showed what could be a proximal type I endoleak. The patient was fully heparinized during the procedure. This patient had been followed by duplex ultrasound. No additional clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. It was reported that on a CT follow up scan, there was no evidence of an endoleak. The endoleak had self-resolved.